Event description:
Reporter stated that patient's blood glucose measured ~ 90 mg/dl, on the suspect device. Patient was reportedly given her normal dose of insulin (22 units). Reporter indicated that 4.5 hours later, patient was given mashed potatoes, pureed meat, apple sauce, and vegetables. Approximately 1 hour later, patient was reportedly exhibiting symptoms of hypoglycemia ("nodding off" and not responding to her name). Patient's blood glucose was reportedly retested using the suspect device, with a result of 70 mg/dl. Reporter indicated that patient's blood glucose was immediately retested using a different blood glucose monitor, with a result of 30 mg/dl. Reporter stated that patient was given orange juice, mashed potatoes, and a diabetic drink, after which she reportedly felt better. No additional treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.